Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ultrasound image was defective due to damage on the ultrasound probe, the acoustic lens was chipped, the bending angle in the up direction was out of standard, the up/down knob had play, and the adhesive on the bending section rubber was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a defective image. Inspection and testing of the returned device found the transducer was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. However, it was confirmed that there were no problems at the time of shipment from the device history record, so there is a high possibility that the event occurred later. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not pull the universal cord. There is a risk that the endoscope image will not be visible due to the scope connector being pulled out of the light source socket." 2) "do not bend the flexible part of the endoscope, the universal cord, or the ultrasound connection cable into small bends (diameter of 12 cm or less). Doing so may cause noise in the ultrasound image or damage it." 3) "do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged." 4) "do not touch the electrical contacts of the ultrasonic connector. It may cause contact failure." 5) "do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images." 6) "do not twist or bend the curved part by hand. Doing so may damage it." Olympus will continue to monitor field performance for this device.